Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had the ¿settings not available¿ message on their controller. The rep reported that the patient saw the settings not available at 0.4ma. They stated that all impedances were green technical services was about to troubleshooting the issue with the rep when the rep stated that the doctor came and in and they needed to call back. The rep stated that they would call be later. No symptoms were reported. It was reported that the event occurred on (B)(6) 2018. Additional information was received from the rep on (B)(6) 2018, stating that they tried adjusting the intensity of the stimulation, but that did not resolve the oor (out of regulations) message). Technical services reviewed that they needed to start looking at impedances. The rep did this and reported that contacts 1, 2, 4, and 5 all showed ¿avoid¿. The rep then stated that they programmed the patient using contacts 5, 6, and 7 and technical services reviewed that the use of 5 could be the issue. It was reviewed with the caller to check impedance values of the active contacts and reviewed how impedances played into the oor. The rep understood and would evaluate and program accordingly. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that programming around the contacts with impedance issues resolved the settings not available/oor message. The cause of the impedance issues on contacts 1, 2, 4 and 5 was not determined, however the rep was able to successfully program around those contacts to resolve the issue. The patient weighed (B)(6) at the time of the event. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.